Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure with coil implantation withdrawal difficulties occurred. The procedure was a splenic artery embolization with implantation of an interlock coil 2/6mm x 8cm. A renegade stc was used and the coil started to be deployed. An attempt was made to recapture the coil to reposition it. But the coil stuck at the catheter tip. Half of coil was in the introducer sheath and half out of sheath. The coil was removed partially deployed. The procedure was completed with another of the same devices. The patient remained stable and no complication has been reported.